Manufacturer narrative:
(B)(4). (B)(6) . The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate burst during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured march 20, 2015 ¿ march 24, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the external and internal surfaces of the bladder, rupture line, and stress-member revealed no abnormalities. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.